Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3189, UDI: (B)(4), batch: 3097064. Common device name: scs octrode lead, model: 3146, UDI: (B)(4), batch: 3224614. Common device name: scs octrode lead, model: 3146, UDI: (B)(4), batch: 3224614. Common device name: scs octrode lead, model: 3189, UDI: (B)(4), batch: 3308873. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that during an ipg revision procedure on (B)(6) 2025, the patient experienced respiratory distress and had to be flipped and intubated. Patient was reported to be stable after intubation.